Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient who underwent a primary breast augmentation procedure with mentor memoryshape breast implant 255cc gel breast prostheses developed capsular contracture in both of her breasts post implantation (baker grade ii in left breast, baker grade iii in right breast). Bilateral capsular contracture was diagnosed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient who underwent a primary breast augmentation procedure with mentor memoryshape breast implant 255cc gel breast prostheses developed capsular contracture in both of her breasts post implantation (baker grade ii in left breast, baker grade iii in right breast). Bilateral capsular contracture was diagnosed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 26-jan-2022, mentor received additional information about the event. It was previously reported that the patient was scheduled to undergo bilateral explantation on (B)(6) 2022. New information received states that explantation has been postponed. No updated explantation date was provided. Block b2 ¿is required intervention¿ no longer applies to this event. Manufacturer¿s reference number: (B)(4).